Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 531 mg/dl. Cause was due to a valid resume insulin delivery alarm that occurred. Customer changed pump supplies and resumed insulin deliveries.